Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient participating in a physician sponsored study, has presented with a severe stenosis. It was confirmed that it was treated with dilation. The treatment is ongoing so the reporting physician could not comment on the number of total dilations needed or symptomatic outcome.